Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified, heavily torturous and 90% stenosed anatomy resulting in the reported failure to advance and reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (drca) with 90% stenosis, heavy calcification and heavy tortuosity. The 2.5x15mm trek rx balloon dilatation catheter (bdc) had resistance with the anatomy during advancement and failed to cross. There was resistance with the lesion during removal. There were no other device issues. Another trek rx bdc was used to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.